Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia, ventricular fibrillation (vf) and cardiac arrest. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing during ventricular arrhythmias. No further patient complications have been reported as a result of this event.